Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 27 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to results obtained on a laboratory device. The complaint was classified based on customer care advocate (cca) documentation the patient reported that the alleged product issue began on (B)(6) 2016 at 12:30pm. He stated that he obtained a result of ¿150 and 145mg/dl¿ on the subject meter compared to115mg/dl on the laboratory device, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient manages his diabetes with shots other than insulin and denied making any change to his usual diabetes management routine as a result of the alleged product issue. He reported that 30 ¿ 45 minutes after the alleged product issue began he developed the symptoms of ¿sweating and unconsciousness¿. He stated that on (B)(6) 2016 at 01:00pm he obtained a blood glucose result of 26mg/dl on an emergency medical service (ems) meter and was treated with glucose tabs/gel by a health care professional. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. An approved sample site was used to obtain the results and the patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The cca stated that no food or medication was taken in-between results. Replacement products were sent to the patient. This complaint is being reported because the patient developed signs/symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the patient received treatment from a healthcare professional for an acute complication of hypoglycemia.